Event description:
It was reported that the external pulse generator (epg) would not turn off completely. The pace and sense lights would stay on. The caller needed to remove the battery to turn off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the external pulse generator was returned and analyzed. Analysis was unable to confirm the customer comment that the generator would not turn off completely, but analysis did find that the upper and lower case and cover were broken/fractured, that there was some contamination on the cover, that a bolt/screw was missing, that the battery clip, flextape and battery cartridge were out of specification mechanically, that the liquid crystal display (lcd) was out of specification electrically, that the keyboard had damage and that the printed circuit board and flextape were corroded. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not turn off completely. The pace and sense lights would stay on. The caller needed to remove the battery to turn off. The epg was returned for repair. There was no patient involvement.